Event description:
Information received by medtronic indicated that the customer reported leak in the reservoir. Troubleshooting was not performed and no further details has been provided. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a partially broken retainer ring. Unable to perform the displacement accuracy test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due a pump error 38 occurring during testing on 09/23/2023 06:29:45.000. Pump passed the self test, sleep current measurement test and active current measurement test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. Unable to lock test p-cap and reservoir locked properly into reservoir compartment during testing due to a partial broken retainer ring. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, broken reservoir tube lip, stained keypad overlay, partially broken retainer and pillowing keypad overlay. Prime/fill anomaly was confirmed due to a pump error 38. No current code/category was confirmed with a pump error 38 and prime fill anomaly. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.